Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) of the subcutaneous implanted cardioverter defibrillator (s-ICD). Boston scientific technical services (ts) consultant confirmed that the power consumption is increasing in a gradual fashion consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. It was further noted the device displayed a battery depletion error. Device remains in-service. No patient effects have been reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) of the subcutaneous implanted cardioverter defibrillator (s-ICD). It was further noted the device displayed a battery depletion error. Boston scientific technical services (ts) consultant confirmed that the power consumption is increasing in a gradual fashion consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. This device was subsequently explanted, replaced and returned for analysis. No patient effects have been reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) of the subcutaneous implanted cardioverter defibrillator (s-ICD). It was further noted the device displayed a battery depletion error. Boston scientific technical services (ts) consultant confirmed that the power consumption is increasing in a gradual fashion. This device was subsequently explanted, replaced and returned for analysis. No patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.